Event description:
During the initial implant, the device was unable to pace. There were no patient consequences due to the loss of pacing. The device was replaced and the patient was stable.

Manufacturer narrative:
Output monitoring and capture tests revealed no output anomalies. Evaluation of the device header revealed no defects that could contribute to the reported event. Further analysis determined the device was above elective replacement indicator (eri) and exhibited normal characteristics. The reported field event of no output was not confirmed.